Event description:
It was reported that there was a vapor lock in the drain bag, that prevented urine from draining into the bag. When an attempt was made to pull the plastic apart, the side of the bag became undone.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The visual evaluation noted one used center entry bag was received. Visual inspection noted a hole in the back of the bag. Further testing was required. The bag was filled with a methylene blue and water solution. The solution entered the bag without any issue. It is possible that the "vapor lock" that the complainant referred to was not able to be tested properly due to the holes in the back of the bag. Therefore, the results of this investigation were inconclusive due to poor sample condition. A potential root cause for this failure could be vent blocked creating vacuum in bag poor interfaces with connections occlusions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a vapor lock in the drain bag, that prevented urine from draining into the bag. When an attempt was made to pull the plastic apart, the side of the bag became undone.